Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) use on a patient the balloon would not inflate. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse could not duplicate failure. There was nothing in the fault codes pointed to the root problem. As a preventive measure the fse replaced the compressor and the temp sensor. The fse replaced the filters due to hours. The fse completed the preventative maintenance (pm) with full calibration. The unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6).